Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-5274-132 l-hook electrode, was used in a laparoscopic cholecystectomy on (B)(6) 2020. While the doctor was performing a laparoscopic cholecystectomy the connecting piece of the cannula and hand piece broke off and fell into the patient. The procedure was delayed because of time taken to open the patient and find the broken piece. It was located with c-arm imaging. There was no reported injury to the patient but based on the statement that they had to open the patient to retrieve the piece via c-arm this does meet the definition of an injury. This report is being raised as a patient injury due to converting from a laparoscopic procedure to an open procedure.

Manufacturer narrative:
Received one 60-5274-132 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the device connector pulls apart. All pieces were received however, no photographic evidence of the c-arm imaging was provided. A 2 year lot history review could not be conducted as a lot number was not provided. A DHR review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been 4 complaints regarding 4 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00002 per the instructions for use, the user is advised the following; the 60-5272 and 60-5274 series blades are specifically intended for use with the conmed universal plus series 60-6010 electrosurgical suction/ irrigation device. Feed the threaded collar end of the instrument blade onto the nose of the designated conmed suction/ irrigation device until the collar makes contact with the nose and then turn clockwise approximately ¼ turn until the collar is flush with the wheel. Examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.